Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The touchscreen data cable was unplugged and reinserted to force the ventilator to reboot.

Event description:
The hospital reported an error causing a loss of mechanical ventilation during a case. There was no patient injury.